Event description:
Vns pt lost their voice after implant/surgery and had not regained it one month post-op. Neurosurgeon indicated that the pt's voice was hoarse at last office visit prior to initiation of stimulation and that he would recommend evaluation by an ent if the pt's voice did not improve. Neurosurgeon indicated that the voice alteration was related to the implant surgery and was possibly just neuropraxia. Additionally, neurosurgeon indicated that the vagus nerve was definitely not cut. Stimulation was initiated one month post-implant at which time treating neurologist made no notation in pt's chart regarding voice problems. The pt is not scheduled for another follow-up visit with neurologist for 3 or 4 months.